Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of, air detector and cassette issues, confirmed through, air detector test. Upon further investigation, found lifting downstream occlusion sensor (dso) seal, and lifting upstream occlusion sensor (uso) seal. Performed dso/uso sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an inoperable air detector and cassette issues. There was no patient involvement.